Manufacturer narrative:
Further investigation could not determine a specific root cause as the insufficient information was provided for further investigation. Since the field service representative changed many parts at once, it was difficult to determine which action solved the problem. It was assumed that changing the mixing tower, cleaning the sodium electrode and changing the potassium electrode solved the issue, but since no further information was provided this cannot be clarified. No adverse event was reported.

Event description:
The customer received questionable ion selective electrode (ise) results for three patients. One potassium result was discrepant. The original potassium result was 3.9 mmol/l and was reported outside the laboratory. The sample was repeated on another cobas integra 800 analyzer ((B)(4)) and recovered 4.4 mmol/l. A corrected report was sent. No adverse event has been alleged regarding the discrepancies. The potassium electrode lot number was 21504614. The field service representative found a clot in the mixtower and dried serum on the sodium electrode output side. He ran performance tests that triggered ise instrument alarms. The field service representative exchanged the mixtower, cleaned the sodium electrode, changed the potassium electrode and several ise solutions. He ran performance tests, calibration and quality control which looked good.

Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA.